Event description:
It was reported that during the implant procedure after being fixed on the suture sleeve, the lead exhibited high thresholds, and high, out of range, pacing lead impedance. The issues persisted after disconnecting and reconnecting the lead to the device. The physician suspected the integrity of the lead had been compromised, and a new lead was implanted without further issue. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Analysis was normal. No anomaly was found.